Event description:
A gore hybrid vascular graft was used in an a-v access application. The procedure was performed in the patient's right upper arm, from the brachial to axillary artery. During advancement of the device using a peel-away sheath, the tip of the nitinol reinforced section (nrs) started expanding. Deployment had not been initiated. The partially expanded device was removed.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.